Manufacturer narrative:
Product event summary: analysis found that the electrocardiogram (ECG) connector was broken loose from the link electronic module (lem) circuit board, as a result the lem board was calibrated and replaced. It was also noted that the system fan was noisy, the keyboard hinges were broken, there was no keyboard so a keyboard was added, and the stylus was loose at the connection.

Event description:
It was reported that the electrocardiogram (ECG) port (slave cable) was loose, creating noise on the slaved ECG. The programmer was returned for verification of report and to resolve if the issue was confirmed. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 229047 software analyzer. (B)(4).